Manufacturer narrative:
(B)(4). Batch r5ad15. Device analysis: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were found.  It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a liver resection procedure, the device would not release tissue. Jaws would not open. Had to cut tissue out of jaws. No ae to the patient, no delay in the surgery.